Event description:
It was reported that a remote monitoring transmission was sent as the patient indicated having a shock and was complaining of being short of breath. The patient received a shock for ventricular tachycardia as defined by the device, but it was difficult to ascertain if the rhythm was ventricular tachycardia or supraventricular tachycardia with rapid ventricular response. Possible intermittent atrial undersensing was also noted. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2012; 419478 lead, implanted: (B)(6) 2007. (B)(4).